Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficulty to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, 90% stenosed, de novo lesion in the mid to distal left anterior descending (lad) coronary artery. A 2.75x15mm xience xpedition stent was successfully implanted in the distal lad. The 3.5x23mm xience xpedition stent was then deployed in the mid lad with three inflations at 10 atmospheres for 20 seconds; however, strong resistance was felt with the deployed stent when attempting to retract the stent delivery system (sds). A guide wire was advanced to assist with retraction, but strong resistance was still felt. The guiding catheter was then advanced to near the lesion for strong support and the sds was able to be removed successfully. A non-abbott balloon dilatation catheter was used for post-dilatation to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.